Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented for a follow up in clinic. The patient's right ventricular (rv) lead exhibited noise and loss of capture. The noise was not reproducible with isometrics. The device was reprogrammed. The patient was stable.